Event description:
Additional information received reported the cause of the event was due to ¿pump stall- unknown cause¿. The motor stall did not recover and reportedly had been stalled for months. The pump had stalled in another state ¿8 months before¿ and it was noted this was prior to when the patient¿s current health care provider had seen him. Pump replacement occurred. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(4) 2008, product type catheter. (B)(4).

Event description:
It was reported that the alarm was no longer sounding. The patient's battery was 'empty and it's about 6 years premature' and needed to be replaced. It was noted that the pump was maintained 'literally every month' since implant. The pump containedmorphine at the time of the event.